Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Reference manufacturer report number: 3006705815-2019-02665. It was reported that the patient's leads migrated. It is unknown which of the leads migrated. As a result, the patient underwent surgical intervention wherein the leads were explanted and replaced. Therapy was achieved post-operatively.